Event description:
A malfunction alarm with code 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, which resolved the issue without recurrence, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code reoccurs and confirmed their understanding of this guidance.